Manufacturer narrative:
Findings: unit passed the displacement test, rewind and basic occlusion test. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had cracked case at display window corner, minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was high mg/dl. The customer was tired. The customer reported they have a backup plan available. Customer was treated with insulin pump. The customer was advised to change entire set, reservoir, and insulin and treat. The customer was advised that the device would be replaced for damage. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is cracks around the battery casing, around the reservoir window, one from above the button. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.